Manufacturer narrative:
The device was visually evaluated and it was confirmed that the device weld is intact, and there is evidence of the presence of duraglide remaining on the shaft of the needle. The device was dimensionally evaluated and confirmed to meet print specification. The complaint is verified, however the root cause cannot be determined with confidence. A review of the nonconformance database was performed and no issues noted with the manufacture of the lot.

Event description:
It was reported that during a rotator cuff procedure using a truepass needle, the needle broke while inside the surgical site. The surgeon used a grasper to remove the broken needle from the patient. The procedure was completed using a backup device. There were no patient complications reported as a result of this event.